Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# v063616, implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had their lead replaced on the friday prior to the call. The patient indicated that they had been having problems with their lead. The reason for the lead replacement is unknown. No patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3889-33, lot# v063616, implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had a fall on their butt and thought that was when the lead broke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.